Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was fluctuating. The customer's blood glucose was 225mg/dl. Reportedly, the customer left the pump plugged in for ten minutes and the issues resolved. Reportedly the customer continued to use the pump for insulin therapy.